Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed if any additional relevant details become available.

Event description:
It was reported that a one-link IV connector was difficult to draw blood through. The nurse observed hemolyzation of the blood, when drawing a sample. There was patient involvement, however, there was no adverse event in association with this event. Additional information was requested and is not available.